Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient with diabetes reported very high glucose levels despite seeing and hearing insulin move through the tubing. Her glucose was 328 mg/dl during the call, with no symptoms except an emerging headache, and she had not checked ketones. The set worked normally, upon removal, the cannula was found bent. A second infusion set change was advised. Her glucose was 366 mg/dl at the end of the call. There was patient involvement, and no harm reported.